Event description:
The customer reported a shock equipment malfunction message when performing the opcheck during testing.

Manufacturer narrative:
(B)(4): the customer reported a shock equipment malfunction message when performing the opcheck during testing. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.